Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. The answer to q.2 of the standard questions indicates that a distal needle kink or bend occurred with this device. Manufacturing records: prior to distribution, all echo-hd-22-ebus-p devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c2045959 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0060 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous anatomy or difficult access to target site as per additional information resulting in the distal tip of the needle to kink and would also have resulted in the difficulty inserting the stylet. Another possible root cause is damage to the tip of the needle during insertion/advancement down the scope resulting in the needle kinking distally. Summary: complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-may-2024.

Event description:
The needle got bent hence the stylet cannot not be inserted patient/event info - notes: query reply: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: 6. Was gaining access to the target site difficult? Yes 7. Was the device used in a tortuous position? Yes 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site ¿ebus needle is intended to use in lungs only a. If the lungs, which lymph node was being targeted? 4r 10. Please describe the size of the intended target site¿.. Physician doesnot re-call. 11. If not with the device in question, how was the procedure performed and/or finished? With another of our needle. 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No (product discarded). 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax ebus ¿ eb19j10u. 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? No 23. When was the issued with the product noted? On advancement of the needle. 24. Was the syringe used during the procedure, after the stylet was removed? Yes 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient?no 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? No samples with this needle. 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.